Manufacturer narrative:
Additional information h10: upon follow-up, clarification was received that the customer did not report an ec345 against this device. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 345 (thermistor disparity) upon power up at the biomed service department. There was no patient involvement. No additional information is available.